Manufacturer narrative:
Visually confirmed mas disassembly. Dimensional inspection of relevant mas head, crown, retaining ring, and bone screw dimensions did not identify an out of specification condition. Witness marks noted on surface below retaining ring pocket undercut suggest retaining ring was at least partially seated, consistent with intraoperative disassembly. Wear and plastic deformation noted on the outside diameter of the mas retaining ring ears, and on the chamfer surface of the head (outside of the inner diameter), suggest axial misalignment or malposition of the retaining ring to the mas head during implant assembly. Created axial impact failure with a sample mas for comparative analysis. Optical analysis of comparative sample implant after induced failure identified witness marks located around almost the entire circumference of the head, where the ring interfaced with the comparative sample bone screw head and cross sectional shearing of the retaining ring. The remaining portion of the ring was not displaced from the ring pocket. Witness marks were noted on a portion of the complaint return bone screw head and mas head inner diameter. After visual and microscopic examination, dimensional evaluation, and comparative analysis, the observations are consistent with manufacturing error.

Event description:
It was reported that during screw placement, the screw disassembled. A new screw was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.